Event description:
It was reported that before a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation of the 2.25 x 12 mm taxus liberte drug eluting stent, the stent struts were noted to be bent. The procedure was successfully completed with another 2.25 x 12 mm taxus liberte stent. No patient complications were reported.